Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure without complications. The explanted device was not returned as it was kept by the facility.

Manufacturer narrative:
Exact date unknown, event had occurred the past few months. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073923/7073970.